Event description:
Plum 360 IV pump shut down during norepinephrine infusion. IV pump screen began flashing and turning on and off with plum logo page but infusion of norepinephrine had stopped. Patient's blood pressure dropped as a result and pump had to be changed out and infusion had to be restarted.